Manufacturer narrative:
Device was forwarded to (B)(4) for evaluation. (B)(4) evaluation included review of planning and procedures which confirmed that during the segmentation phase of manufacturing, there was over-segmentation of the medial plateau and of the anterior tibial bone. Supplier confirmed that the guides were manufactured according to the surgeon's preferences and that the surgeon approved the plan. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty utilizing signature knee guides on (B)(6) 2011. During the procedure, the tibial guide was placed and checked with an alignment rod, but the tibial alignment was off. The procedure was completed using standard instrumentation. There was no injury to the patient or delay to the procedure as a result